Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in planned non-emergency treatment, when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the cable drape was damaged, and the system was down. The fse replaced the cable drape. After replacement of the cable drape, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the cable drape was damaged, and the system was down. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.